Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The sheath was not returned for evaluation. A kink was found on the catheter tubing near the y-fitting approximately 73.7cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: cardiologist. Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that resistance was encountered when inserting the intra-aortic balloon (iab). A new iab was inserted successfully to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).